Event description:
User facility medwatch report mw5149850 received that states "on (B)(6) 2023 I had an outpatient appt to have my pfo(patent foramen ovale) (hole in heart) closed using and abbott amplatzer occluder. I was at the catheterization lab tucson medical center starting around 11am, had the procedure around 3pm and was discharged around 830pm (they told me there was a chance I'd stay over night but was discharged instead). Within 15 minutes of leaving the hospitalto go home, I suddenly felt very strange as if I was going to pass out and fell nauseous. My driver pulled over and called 911. I was immediately taken back to the same hospital and admitted in the ER. Iwas in the ER until 6am until they got me a room. I was there all day getting tests and discharged lateafternoon on (B)(6) 2023. They determined it was bradycardia and dehydration. I saw that bradycardia is one of the reasons for the recall of the apparatus that installed my occlude and that is the reason for me contacting you." It was reported that a 30mm amplatzer multi-fenestrated septal occluder - cribriform was successfully implanted on 31 march 2023 to close a patent foramen ovale (pfo). 5 hours post-procedure, the patient presented with presyncope and nausea and was re-admitted to the hospital. The patient was diagnosed with bradycardia and dehydration. The patient status was unknown.

Manufacturer narrative:
An event of a patient presenting with presyncope and nausea post procedure was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not conclusively be determined. Information from the field indicated that the cribriform occluder was implanted in a patent foramen ovale. Please note per the instructions for use, the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multifenestrated (cribriform) atrial septal defects (asd)h6 medical device problem code: code 2993 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment medwatch report # mw5149850na.

Event description:
User facility medwatch report mw5149850 received that states "on (B)(6) 2023 I had an outpatient appt to have my pfo(patent foramen ovale) (hole in heart) closed using and abbott amplatzer occluder. I was at the catheterization lab tucson medical center starting around 11am, had the procedure around 3pm and was discharged around 830pm (they told me there was a chance I'd stay over night but was discharged instead). Within 15 minutes of leaving the hospitalto go home, I suddenly felt very strange as if I was going to pass out and fell nauseous. My driver pulled over and called 911. I was immediately taken back to the same hospital and admitted in the ER. Iwas in the ER until 6am until they got me a room. I was there all day getting tests and discharged lateafternoon on (B)(6) 2023. They determined it was bradycardia and dehydration. I saw that bradycardia is one of the reasons for the recall of the apparatus that installed my occlude and that is the reason for me contacting you." It was reported that a 30mm amplatzer multi-fenestrated septal occluder - cribriform was successfully implanted on (B)(6) 2023. 5 hours post-procedure the patient presented with presyncope and nausea and was re-admitted to the hospital. The patient was diagnosed with bradycardia and dehydration. The patient status was unknown.